Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to moisture damage at keypad traces. The device was received with cracked case at display window corners, reservoir tube lip and battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 146 mg/dl. Customer stated that the up arrow button was not functioning properly. Insulin pump will need to be replaced. Customer also needed a belt clip and will be shipped a replacement belt clip. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.